Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, h8. Additional information added to field b5, d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of error e218 (scope failure) was confirmed. Based on the results of the investigation, the event was likely caused by stress from repeated use, external factors, or handling of the device, and the image sensor unit was damaged, such as disconnection, or a part mounted on the electrical circuit board, such as integrated circuit chips and capacitors, was broken. However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: "instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
Event happened when first connected to cv. The intended procedure was completed.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope displayed error code e218 (scope malfunction). The issue occurred during preparation for use for an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.